Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was unable to inject liquid with a syringe. The event occurred in the facility. There was no disinfection or sterilization, and no infectious disease occurred. This occurred before patient use, during priming. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, no damages or anomalies observed, and the reported issue was duplicated.the probable cause is due to errant solvent application error during assembly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.